Event description:
A falsely depressed calcium result was obtained on qc and a patient sample. It is unknown if the result was reported to the physician. A repeat was run and a higher calcium result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed patient calcium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed calcium result is sample integrity. The siemens healthcare diagnostics technical service center representative directed the customer to perform routine maintenance procedures to address the issue. The instrument is performing within specifications. No further evaluation of the device is required.